Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, when the reload was connected to the handle, it was confirmed that the screen displayed normally. After that, the surgeon attempted to fire, but failed to fire. After releasing the jaws from the patient tissue, when checking the indicator, handle zone displayed zero. A new device was used to complete the case. No injury.